Manufacturer narrative:
Investigation: one used primary set, model 2432-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that tubing fell apart was verified. The expected retainer ring for this engagement was not received. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the sets lower fitment during use or set loading. A device history record review for was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem 20dp v/nv ckvlv 3ss 0.2mf dehp free suffered separation. The following information was provided by the initial reporter: "I was given this tubing today from my infusion department because this set came apart at the top of the pump segment."